Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported. Pt fell from his own height in right hip region. During the procedure, the surgeon was re-tightening a screw and the screw head broke off. The shaft of the screw remains in the pt. It was noted surgeon did not retrieve the screw shaft due to pt's bad health condition. This is 1 of 2 reports.

Manufacturer narrative:
Mfg documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
Device was used for treatment. Investigation coordinated by synthes (B)(4) . Report received indicates the measurable dimensions of the broken cortex screw were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The exact cause which led to the breakage cannot be determined as no further detailed information has been available. Visual inspections noted that the hexagonal part (upper part) is damaged/deformed. It is possible that too much mechanical force might have been applied and resulted in the breakage of the screw shaft. The cross section surface shows no irregularities. No product fault could be detected.